Event description:
Original surgery was performed on (B) (6)2005 to implant a trinica plate and screws. Revision surgery was performed (B) (6)2006 after one of the self-tapping screws allegedly broke while the pt was stretching during a long flight.